Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having lung issue, pulmonaria sarcoidosis, difficulty in breath, sore throat, nasal irritation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having lung issue, pulmonari sarcosidosis, difficulty in breath, sore throat, nasal irritation. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. A hairlike substance was observed inside the blower. Liquid ingress was observed on the blower, blower box, p4 power connector. Inv1023 addresses the issue of liquid ingress. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found one errors. The manufacturer concludes that unable to directly address the symptom outlined in the complaint. Observed dust or dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam. In this report, section d9, g3, h3, h6 has been updated or corrected.